Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for eval from the reported lot number. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with the corporate provided adapter caps and blood port caps. The fibers were wet with evidence of blood exposure. The fiber bundle was streaked with blood. A small amount of coagulated blood was noted between threads of the cavity ID end screw flange and dialyzer housing. Gross visual examination of the sample noted a thin piece of debris (consistent with a polyurethane/polyethylene silver) situated between the potting cut surface and the o-ring of the cavity ID end. The debris was located at approx 10 degrees with the dialysate port situated at 0 degrees. There was no other debris damage, or irregularities noted; specifically, there were no cracks noted to the molded polycarbonate components or polyurethane potting ends. The complaint is confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity ID end. Visual characteristics of the debris are consistent with polyurethane/polyethylene (pe/pu) silvers; they are thin and flexible but retain shape. The dialyzer was also subjected to a laboratory leak test where a leak was detected coming from the cavity ID end screw flange at approx 5.0 psi. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an external leak. The blood leak was visually observed leaking from underneath the header, end cap. No damage was identified on the dialyzer. The machine did not alarm. Estimated blood loss was less than 100ml. No adverse effects were experienced by the pt and no medical intervention was required. The pt completed treatment with a new set-up on the same machine. The sample was saved by the user facility and returned for manufacturer evaluation.